Event description:
Spontaneous report, local reference (B)(4). Initial info rec'd on (B)(6) 2013. The dental office report that a "pop" was heard when the dentist was anesthetizing a (B)(6) female pt with a 27 gauge long henry schein premium needle on (B)(6) 2011. The needle had separated off the hub and remained inside the pt's cheek. The pt was seen by an oral surgeon on (B)(6) 2011 to have the needle removed. The following lot numbers were in the operatory at the time of the incident, but no specific lot number was identified by the office: me 402350, me 401172, me 401817, me 401945, and me 401718. No other info is available.